Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to cracked end cap. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 212 mg/dl. The customer stated that the pump emptied out the whole reservoir instead of the topping. The customer stated that insulin continued to drip after the motor stops during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.